Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced excessive motor dust, yellow wrench alarms, red heart alarms, and grinding sounds. The pt was hand pumped and placed on pneumatic support using stroke volume limiter (svl) and drive console. The pump was replaced with another MFR's pump and pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.